Manufacturer narrative:
The manufacturer's svc rep performed an onsite investigation. The x-ray tube assembly was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system would not produce x-rays. No pt injury was reported.